Manufacturer narrative:
(B)(4) b5: describe event or problem - additional. H2: additional information/correction. H6: medical device problem code - correction. H6: type of investigation - additional/correction. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/09/2026. Data was provided for investigation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026. The sensor session lasted 10 days and ended due to unknown reasons on (B)(6) 2026. There was 4 bg calibrations attempted during the sensor session. On the day of the reported event (3/23/2026) there were several low, urgent low soon and urgent low alerts. All alerts were found to have performed as expected. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient was in the living room watching tv when the cgm reading dropped. The cgm device did not provide an alert when the cgm reading was 40 mg/dl, and no alert was received through the follow app. The patient also alleged that the cgm reading was inaccurate but it is unknown why she alleged this. The patient lost consciousness and was found by her husband. Her husband tried giving her applesauce, but the patient did not respond, and the emergencies were called. No fingerstick was taken before the emergency medical services (ems) arrived. The patient regained consciousness when the paramedics were already present. She reported no typical symptoms despite being hypoglycemic. Paramedics provided food and drinks and took fingerstick readings. The blood glucose readings would have differed from the cgm value, though she could not recall the specific values. She stated she had celiac disease, which slows absorption of food, and said paramedics declined to give intravenous fluids. The patient reported feeling sore from the fall but stated the blood glucose reading was rising after treatment. The paramedics left after 30 minutes. She confirmed that no hospitalization, additional injury, or further treatment was needed or sustained. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.